Event description:
Boston scientific received information that this lead right ventricular (rv) lead was exhibiting loss of capture and impedance measurements greater than 2000 ohms due to a fracture. The physician suspected the fracture was due to clavicle first-rib entrapment. A revision procedure was performed and the lead was removed from service and replaced without further incident. No other adverse events have been reported.

Manufacturer narrative:
The lead will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.